Manufacturer narrative:
The manufacturing records were reviewed and no issues were found.

Event description:
It was reported to nevro that the lead incision site did not heal properly leading to one of the implanted leads protruding out. This lead was replaced and the issue is resolved. The patient is currently using the device to find effective pain relief.